Event description:
During the femoral maneuver multiple attempts were made to achieve registration. The numbers seemed off and the paddles did not align with the bone. The navigation unit was reproved and reset but the problem persisted. The procedure was completed with a second navigation unit and a second reference sensor. No injury, death, or increased tourniquet time.

Manufacturer narrative:
At this time the device has been returned to orthlaign for evaluation by an orthlaign engineer. The complaint will be investigated and a follow up report will be filed including whether or not the complaint was confirmed and a root cause, if one could be identified.